Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10.a getinge field service engineer (fse) replaced the safety disk, this corrected the problem. Full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer. The fat performed a visual inspection and found the part to be in good condition.the fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Failed the membrane differential portion of the test. Confirmed the reported issue but no root cause defined.retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(impact).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no patient involvement.